Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the reload was connected, but the device could not be fired. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient involvement.